Manufacturer narrative:
Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired due to sepsis/infection. Additional information was requested but not provided.

Manufacturer narrative:
Date received by manufacturer ¿ (B)(6) 2018. Device manufacture date ¿ (B)(6) 2017. Device available for evaluation. Usage of device - initial use of device. The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A specific cause for the patient¿s infection could not conclusively be determined through this evaluation. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient expired on (B)(6) 2018 due to sepsis and infection. Multiple requests for additional information were sent to the account, including a request for information regarding the disposition of heartmate ii lvas, serial number (B)(4) no further information was provided. The hmii lvas IFU lists infection, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.